Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display and critical pump error alarm. Customer performed blank display troubleshoot as instructed in an earlier call and received critical pump error alarm in the process. Customer's high blood glucose level during blank display troubleshooting was 105mg/dl. Troubleshooting was performed for critical pump error. Customer's blood glucose was unknown at the time. No other pump error found prior to critical pump error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instructions. The insulin pump was returned for analysis.